Event description:
Facility alleged that the head up was not working. No injuries reported.

Manufacturer narrative:
Technician found that the valve solenoid was failing. Replaced the valve solenoid to resolve the issue.